Event description:
It was reported to boston scientific corporation that an obtryx halo system was not sterile. According to the complainant, during the unpacking of the carton, it was noted that the device package was already opened. There was no noticeable shipping damage to the carton. This was not noticed during a procedure and no patients were involved.

Manufacturer narrative:
Product analysis is not performed because the complaint sample was not returned. Follow up information indicates that the event occurred after the product had been received by the operating facility and that the packaging seal did not appear to be compromised but open. A review of all available information indicates that the complaint was caused by handling of the product without patient contact either during shipping or unpacking. A device history record review was performed by medventure. No deviations or material review boards were noted. All other acceptance records demonstrate that the lot was manufactured according to the device master record.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was not sterile. According to the complainant, during the unpacking of the carton, it was noted that the device package was already opened. There was no noticeable shipping damage to the carton. This was not noticed during a procedure and no patients were involved.